Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a 5 mm cannula seal and completed the device evaluation. However, the received cannula seal was not the device involved with the reported complaint. Failure analysis investigation was not able to confirm the customer reported complaint. Visual inspection performed found that the cannula seal did not exhibit any damage and was intact. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted gastrectomy procedure, it was alleged that a piece from the 5 mm cannula seal broke off and fell inside the patient. The broke piece was retrieved from the patient. While there was no patient harm, adverse outcome or injury due to the reported issue; recurrence of the reported event could cause or contribute to an adverse event. It is unknown what caused the cannula seal breakage. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, a piece of the black rubber from the 5 mm cannula seal broke off and fell inside the patient. The broken fragment was retrieved from the patient. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. On 04/11/2017 an email response was received from the site's surgical coordinator. According to the surgical coordinator, after an unspecified instrument was advanced into the patient, the surgeon observed that the black material from the 5 mm cannula seal had broken off and fell inside the patient's bowel, below the cannula. The broken piece was retrieved from the patient with an unspecified laparoscopic instrument. The surgeon does not know what caused the material from the cannula seal to break off and fall inside the patient. The surgical coordinator indicated that the patient has not returned to the site due to experiencing any post surgical complications as a result of the broken cannula seal issue. There is no video recording of the planned surgical procedure. The surgical coordinator indicated that the affected cannula seal was inadvertently discarded.